Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 01/07/2016-device evaluation: the pump has been returned and evaluated by product analysis on 12/15/2015 with the following findings: a review of the pump black box data revealed evidence of partially discharged battery installations, which may cause the pump to emit alarms or warnings related to battery life. During testing, the current draws measured within specifications. No damage was observed to the battery compartment. No evidence of moisture ingress was found. The pump case was removed and no intermittent conditions were observed.